Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the emergency department for chest pain, shortness of breath, lethargy, and left ventricular assist device (lvad) malfunction. Per emergency medical services (ems) the patient was not connected to any power supply but the patient was reconnected upon arrival. Log file review revealed that the pump had stopped caused by a total loss of power to the system. This also resulted in the system controller's clock to stop operating. As a result log files were unable to determine the length of time the pump was off. Once power was restored the pump returned to operating at the set speed. The clock was reset on (B)(6) 2025 at 12:52:00.

Manufacturer narrative:
Section h6: medical device problem code corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No equipment was exchanged and no treatment was performed. The patient was noted to be totally fine as of (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. A system controller event log file was submitted for review and data from the event date of 15may2025 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 01:27:25 to 01:27:47 and from 01:42:59 to 03:51:45 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power, and after continued use the backup battery became fully depleted, resulting in the pump stopping at 03:49:32 and the system controller powering off at 03:51:45. The system controller was then powered back on, and upon powering on the system controller the system controller clock was observed to have reset to the default timestamp of 01jan2000, which caused a controller clock set alarm to activate. After reconnecting the system controller to power, the pump ramped up to the set speed without any issues. Due to the system controller clock being reset, the exact duration of the pump stop event could not be determined from this log file. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller was not returned for analysis. The reported event of a full battery depletion was determined to be due to the backup battery becoming depleted while supporting the system during a loss of external power; the root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.